Manufacturer narrative:
The pump gave an error due to a software error. The pump also had a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that her daughter's insulin pump alarmed pump error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 10 mg/dl at the time of incident. Troubleshooting was done for pump error and found that pump needs to be replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction.